Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a mammogram and a physical consultation. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
Mentor received a device with lot#: 6587264 that did not match the initially reported lot number of 6564178. On 22-jul-2021, it was confirmed that the correct lot number is 6587264 and the correct serial number is (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 29-jul-2021, mentor received additional information about the event. It was initially reported that the patient¿s right breast prosthesis deflated. New information states that it was the patient¿s left breast prosthesis. On 30-jul-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a tear within a crease/fold on the posterior view measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-jun-2021, mentor received additional information about the event: an updated event date of (B)(6) 2021 was reported. The patient age at the time of event is 44 years old the patient had her explanted breast prosthesis replaced with an unspecified saline breast prosthesis manufacturer¿s reference number: (B)(4).